Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report issues with the transmitter and discrepancies between the sensor glucose reading and blood glucose reading. Customer's most current blood glucose reading was 294 mg/dl. Customer's blood glucose reading the previous week ranged from 500 to 545 mg/dl. It took customer eight hours for blood glucose reading to reach 300 mg/dl. Blood current blood glucose readings were in the 200 mg/dl range. Customer declined troubleshooting. The insulin pump was not replaced or returned.